Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturers representative regarding a patient who was receiving hydromorphone, clonidine, and bupivacaine via an implantable pump. It was reported there was a volume discrepancy and an unspecified catheter problem. The patient had a pump since (B)(6) 2015 and it had worked well until recently. The patient was experiencing increased pain if he would lie down. At a refill on (B)(6) 2016, the volume removed should have been 5.7 ml and was around 9.2 ml. The hcp noted that it was not really withdrawal.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_cath, product type: catheter. (B)(4).

Event description:
Additional information was received. It was reported that the patient first starting experiencing increased pain on (B)(6) 2016. The catheter was accessed as part of troubleshooting that was performed due to the reported volume discrepancy and there were no reported results. It was noted that the patient was going to have surgery to reposition the catheter as there was positional kinking. The cause of the volume discrepancy was noted to be related to the kinking catheter. It was reported that it was unknown if the volume discrepancy had been resolved. The patient¿s increased pain had been resolved. There was no reported harm or injury to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.